Event description:
It has been reported that a revision surgery was performed due to instability. Device was implanted approximately 6 months. It was also reported that there was a hunk of cement the surgeon missed during the original primary tka attached along the side of the tibia and tibia base. It was not free floating, but can't help but think of some debris from soft tissue rubbing on it that caused some of that cement to get loose in the joint.

Event description:
The device was returned for service. During service testing, the baxter technician reported an infusion pump with damaged batteries. Per the service shop, the hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information is known

Manufacturer narrative:
The purpose of this investigation was to examine wear patterns observed on the retrieved tibial insert. Macroscopic photo analysis, dimensional inspection, and stereomicroscopy and scanning electron microscopy with energy dispersive x-ray analysis were performed on the retrieved insert. Upon visual examination of the tibial insert, burnishing, abrasive wear and indentations were observed in the articulating areas. The indentations and abrasive wear were similar in appearance to those seen on previous retrievals that were caused by bone and/or bone cement debris. X-ray analysis did not find any foreign debris in the articulating areas. Mild rounding that is typically seen in a locked insert was observed near the anterior locking mechanism. Damage caused by instruments during implantation or extraction was observed near the anterior locking mechanism, patellar recess area, and on the distal surface. Downward deformation of the outer sides of the dovetails that may have occurred during extraction of the implant was also observed. Damage due to repetitive contact with a third body was observed on the side and posterior surfaces. The critical dimensions of the insert were checked against the corresponding print using standard operator self-inspection instruments. The gage periphery, gage locking detail, a-p width, m-l width, and t-u depth dimensions were all within specification. The locking detail profile and dovetail profile could not be measured accurately due to the deformations present. In conclusion, the indentations and abrasive wear patterns observed on the retrieved insert likely resulted from third body debris such as bone and/or bone cement, however no debris was found on the articulating surface. It was reported that extra bone cement was attached along side of the tibia and tibial base which may have contributed to debris.